Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, the implantable cardioverter defibrillator had radio frequency timed out. The device could not be interrogated. Upon review of the electrocardiogram, the patient¿s heart rate was below the programmed base rate. The device was explanted and replaced. The patient was stable after the procedure.